Event description:
The following has been reported: biomed reported: "service needed error". Patient harm: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for valve 1 leak failure. During the pneumatic self check period at startup, the pump alarmed. The device was reverted to manufacturing mode and failed pneumatic manifold testing consistent with a valve 1 leak. An internal investigation was performed and it was found the lcd has damaged screw mounts and the handle has broken screw mounts.